Event description:
Patient truck driver admitted for heart cath in 2005, heart cath uneventful. Had preoperative iabp placement in cath lab the following day, also uneventful. Admitted to ccu. Calm and cooperative, no restraint use documented. The following day a 1220 underwent ohs, sent to sicu @ 2100. No restraint use documented except two days later. Restraints checked off by student nurse (was this an error?). Two days later patient began to complain of right leg pain on weight bearing, according to the doctor, patient is now disabled by nerve damage, causing inability to drive his truck. Apparent nerve injury (based on description provided by patient) per department manager, the doctor reports the patient claims the injury was caused by restraints applied in the hospital, from first glance, this would appear to be a potential surgical positioning issue, not restraints, due to the length of the procedure.